Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal superficial femoral artery (sfa). A 3.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured at 6atm. The procedure was completed with a another of same device. No patient complications were reported.